Event description:
An unspecified high readings issue was reported with the adc device when compared to an adc meter. The customer experienced a loss of consciousness and was given sugar and orange juice for treatment by non-healthcare professional. There was no report of death or permanent impairment associated with this event. An adc sensor reading of 157 mg/dl was obtained compared to a blood test of 40 mg/dl on an adc meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown if the values were obtained at the time of the medical event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified high readings issue was reported with the adc device when compared to an adc meter. The customer experienced a loss of consciousness and was given sugar and orange juice for treatment by non-healthcare professional. There was no report of death or permanent impairment associated with this event. An adc sensor reading of 157 mg/dl was obtained compared to a blood test of 40 mg/dl on an adc meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown if the values were obtained at the time of the medical event.